Event description:
Pt presented with a contained rupture. Pt had implant of a bifurcated device. A type I endoleak was detected; two additional proximal cuffs were implanted. The endoleak persisted; a palmaz stent was placed. The endoleak still persisted; decision was made to convert the pt to open repair and sew in a surgical graft. The pt tolerated, and the procedure is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Pt's contained rupture and operational context contributed to the event.